Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Evaluation of the customer samples was performed and no issues was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4) and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that no pbmcs layer was found during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "when centrifuging the cpt citrate tubes (1500g, 20min rt), the gel moves between the cells and the plasma in 1/3 patients (hemophelia patients), no pbmcs cell layer is observed. This regards a clinical study." 100 occurrences were reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no pbmcs layer was found during use with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "when centrifuging the cpt citrate tubes (1500g, 20min rt), the gel moves between the cells and the plasma in 1/3 patients (hemophelia patients), no pbmcs cell layer is observed. This regards a clinical study." 100 occurrences were reported.